Event description:
The customer reported to baxter that an overinfusion occurred during pt use while using a flofusor sv 2ml/hr. The pt came back to the facility with the folfusor empty prior to the expected end time of treatment. The customer could not mention exactly when the folfusor stopped. There was no pt/user/other person's injury reported. The product was stored at room temperature. No additional info is available at this time.

Manufacturer narrative:
The device will not be received for evaluation. Should the device be received, a follow-up report will be filed upon completion of the evaluation or if additional info becomes available.